Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during rewind. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump had multiple alarms in the pump history. No further details given.

Manufacturer narrative:
The pump alarmed motor error during the rewind due to an out of phase motor encoder signal. Unable to perform the basic occlusion, occlusion, prime, excessive no delivery, unexpected restart, self test, displacement and the operating currents measurements due to the constant motor error alarm. The pump was received with a cracked reservoir tube lip and cracked battery tube threads.